Event description:
Abbott architect cyclosporine reagent and calibrator incompatibility. Reagent did not calibrate, and manufacturer could not supply suitable replacement product and offered no resolution. The quality management system of ivd mfrs must include testing and assurance that reagents and calibrators are compatible and are able to yield successful outcomes.